Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm - unknown timing, audio/vibrate anomaly/absence of alarm. The customer reported symptoms like hyperglycemia and hypoglycemia treated with glucose/carb intake. The customer reported a blood glucose value of 159 mg/dl. The event involved product(s) mmt-441a, mmt-1884l, mmt-342. No further patient complications were reported. No product return is required for mmt-441a. No product return is required for mmt-1884l. No product return is required for mmt-342.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, force sensor test, occlusion test, and self test. Pump passed the basic occlusion test at 4.5 lbs. The pump passed the displacement accuracy test at 0.0869 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Found no no delivery alarms during testing. Successfully downloaded pump history files and traces using thump and carelink software, successfully generated carelink reports. Pump delivered 197 bolus deliveries on the event date of 03/11/2024 at 00:01:33.000 to 22:11:36.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications (23.4 mv). The following were also noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Unable to verify customer's complaint for low bg's and high bg's. No delivery/occlusion alarm - unknown timing was not confirmed during testing. Audio/vibrate anomaly/absence of alarm was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.